Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the stimulation has been going on and off for 9 years now and was set too high. Patient stated that they did not like the way 'it' (agent understood stimulation settings) was and they had wanted it lower. Agent asked if they had their external equipment available, but patient said they took the equipment back to the doctor's office and left it there; patient no longer sees that healthcare provider (hcp) (see pe (B)(4)). Patient said they think they saw the hcp one time after that and they have been just dealing with it (agent understood they were referring to undesired stimulation happening on and off) ever since then. Even though the patient had not been able to charge their equipment, they still felt stimulation. Patient stated in the last couple of months the sensation had become worse, and now too much to handle. The patient was redirected to their healthcare provider to further address the issue. Patient stated they no longer worked with, nor wished to work with, their previous hcp's on file. Agent reviewed information and offered to send a physical physician list by mail since the patient didn't have email. Agent additionally emailed reps in the area for visibility to see if anyone might be able to assist them with finding an hcp. Patient ended the call because they had to go to the emergency room (agent understood due to the unpleasant stimulation sensations); agent was unable to gather some sr information. Requested via physical mail.